Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation") and genital haemorrhage ("bleeding") in a 52-year-old female patient who had essure (ess205) (batch no. 624103) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, coldness, abdominal pain, stomach discomfort, esophageal reflux, wheezing, shortness of breath, fatty liver, respiratory tract congestion, ovarian cyst, breast nodule, thyroid papillary carcinoma, thyroidectomy, urinary frequency, micturition burning, dysfunctional uterine bleeding, menometrorrhagia, uterine fibroids and esophagitis. Bilateral screening mammogram with r2 cad review: right breast nodule. Supplement l images recommended. Finding of the right breast on the true lateral, spot compression can spot compression cc, spot compression true lateral views were obtained. Small nodule localizes to the superior, slightly lateral, central right breast, persists. Targeted ultrasound demonstrates a 7 x 3 x 6 mm cyst with a single thin septation at 11 o'clock. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), device extrusion ("extrusion of device"), infection ("infection"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), headache ("headaches,"), depression ("depression") and thyroid disorder ("thyroid problems"). At the time of the report, the perforation, genital haemorrhage, pelvic pain, device extrusion, infection, urinary tract disorder, dyspareunia, headache, depression and thyroid disorder outcome was unknown. The reporter considered depression, device extrusion, dyspareunia, genital haemorrhage, headache, infection, pelvic pain, perforation, thyroid disorder and urinary tract disorder to be related to essure (ess205). The reporter commented: the coil placements revealed an intrauterine portion of three to four coils on the left and two to three coils on the right diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: pelvic organs/bladder: bilateral ovarian cysts measuring 3 x 2.4 x 2.5 on the left an measuring 1.4 x 1 x 1 cm on the right bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation") and genital haemorrhage ("bleeding") in a (B)(6) year-old female patient who had essure (ess205) (batch no. 624103) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, coldness, abdominal pain, stomach discomfort, esophageal reflux, wheezing, shortness of breath, fatty liver, respiratory tract congestion, ovarian cyst, breast nodule, thyroid papillary carcinoma, thyroidectomy, urinary frequency, micturition burning, dysfunctional uterine bleeding, menometrorrhagia, uterine fibroids and esophagitis. Bilateral screening mammogram with r2 cad review: right breast nodule. Supplement l images recommended. Finding of the right breast on the true lateral, spot compression can spot compression cc, spot compression true lateral views were obtained. Small nodule localizes to the superior, slightly lateral, central right breast, persists. Targeted ultrasound demonstrates a 7 x 3 x 6 mm cyst with a single thin septation at 11 o'clock. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), device extrusion ("extrusion"), infection ("infection"), urinary tract disorder ("urinary problems"), dyspareunia ("dyspareunia"), headache ("headaches,"), depression ("depression") and thyroid disorder ("thyroid problems"). At the time of the report, the perforation, genital haemorrhage, pelvic pain, device extrusion, infection, urinary tract disorder, dyspareunia, headache, depression and thyroid disorder outcome was unknown. The reporter considered depression, device extrusion, dyspareunia, genital haemorrhage, headache, infection, pelvic pain, perforation, thyroid disorder and urinary tract disorder to be related to essure (ess205). The reporter commented: the coil placements revealed an intrauterine portion of three to four coils on the left and two to three coils on the right. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: pelvic organs/bladder: bilateral ovarian cysts measuring 3 x 2.4 x 2.5 on the left an measuring 1.4 x 1 x 1 cm on the right bilateral tubal occlusion. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.